Event description:
It was reported that "patient with a right radial arterial catheter inserted the previous day. On the following day, the patient reported pain, and marked signs of hypoperfusion were observed in the first and second digits. The device was subsequently removed, and the attending physician was notified." The device was replaced with a new arterial line. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).